Manufacturer narrative:
Intuitive surgical, inc., (isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint. The instrument was found to have a broken conductor wire. The wire was detached from its connection at the yaw pulley which exhibited arcing. The following additional observations not reported by the site were found: the instrument was found to have a missing conductor wire cap which measured approximately 0.211 x 0.260 was missing and was not returned with the instrument. The conductor wire has pulled out of the weld location to the base of the hook. It is possible that due to a compromise in the silicone potting around the weld location, conductive fluids gathered around the weld location, therefore causing thermal damage when energy was activated. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. A root cause investigation for this separation is still underway since it is not clear what caused the potting to be compromised. A follow-up MDR will be submitted once additional information is obtained. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a broken cautery wire was observed on the permanent cautery hook instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.